Manufacturer narrative:
Additional information received on 17-jun-2019 that there was no patient involvement. Device evaulation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Investigator's unable to download event history log for review. The pump was visually inspected and found error code 41100 on display. The customer's stated problem was verified regarding "lec 41100". Inspected the pump during investigation and found error code 41100 during power up. Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. Service will replace the faulty microprocessor board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "lec 41100". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.